Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was trying to increase stimulation because as of yesterday they were using the bathroom more often. It was stated that they turned stimulation off last week before they had surgery and turned it back on after but now cannot increase it. The patient was asked if the surgery was because of the implant, but it could not be clarified. Troubleshooting found that stimulation was off as there was no lightning bolt. The programmer (pp) was reviewed and the patient turned stimulation back on. The patient called back the same day wanting to know how to keep the ins on once the pp is powered down. The patient stated that they used the pp earlier that day and it showed the ins was off, but they did not turn the ins off. They checked a few hours later and the ins was off. Troubleshooting determined that the patient was pressing the ¿ins off¿ button when trying to connect to the ins. Button use was reviewed with the patient and they tested it on the call; they turned the ins back on, powered off the pp, synced again confirmed that the lightning bolt stays on. The patient was on program 3 at 2.4v. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. The type of reportable event has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patent had a hysterectomy and it wasn¿t related to the device. After surgery they were peeing too frequently and not making it to the bathroom especially during the night. It was noted that they had since seen their healthcare provider and their team changed the program on their device which is working. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.